Event description:
The patient contacted baxter's technical service center regarding wanting to drain, which occurred on the homechoice (hc) during use during dwell 6 of 8. The patient stated they were sick to their stomach and wanted to drain. The baxter technical service representative (tsr) assisted the patient with a manual drain. The manual drain volume equaled 2646ml. The patient fills with 1500ml. The patient stated that they changed the solution she was using that day and that the patient was swollen. This complaint met increased intra-peritoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. Baxter product surveillance spoke with the registered nurse (rn) on (B)(6) 2011, regarding the reported iipv. The rn verified the patient's largest prescribed fill volume was 1500ml. The rn stated she was aware of the events and that there was no patient injury or medical intervention. The rn stated the patient just had to perform a manual drain to relieve their symptoms. The rn stated that the patient has not reported any other symptoms or drain volumes that meet iipv criteria since then. The rn stated she did not believe the symptoms the patient was experiencing were related to the hc device. The rn stated the patient has a small peritoneum which is why the fill volume is only 1500ml, and that the patient tends to over drink and increases the percentages of the solutions she uses. This results in an increase in the patient's ultrafiltration and the amount of fluid that is pulled off the patient. The rn stated she has been trying to work with the patient to decrease her fluid intake and also to have the patient perform manual exchanges during the day. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, due to use error, the tidal uf removal being set too low. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to use error, the tidal ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.